Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the edwards' aortic bioprosthesis was explanted after an implant duration of approximately 129 months, and replaced with same model edwards' valve. Through follow-up, it was learned that the valve was explanted due to stenosis and calcification. Operative report findings indicate, " the bioprosthetic tissue valve had a soft cornified mass on the valve post at the right and left commissures. The leaflets of the bioprosthetic tissue valve were all calcified and relatively immobile".

Manufacturer narrative:
(B)(4) device not returned. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Without device return and evaluation (discarded), no further investigation can be performed into the root cause of this explant. The reported stenosis and calcification could not be positively identified or evaluated.